Manufacturer narrative:
(B)(4). Concomitant medical products: unknown distal femur; unknown tibial component; unknown diaphyseal segment; unknown compress device. Product has not been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision knee arthroplasty due to fracture of the taper adapter. The cause of the fracture was reported to be unknown. All femoral components were removed and replaced.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision arthroplasty approximately nine (9) years post primary implantation due to fracture of the taper adapter while the patient was walking. The cause of the fracture was reported to be unknown. All femoral components were removed and replaced. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : oss 7cm segmental femoral lt catalog 150355 lot 659480 , oss 9cm diaphyseal segment catalog 150467 lot 215880 , cps shrt 800# large spindle ha catalog 178580 lot 946780, cps transverse pin 6pk 40mmcatalog 178529 lot 702750 , cps short anchor plug 16mmcatalog 178558 lot 218320 , cps centering sleeve 19mm catalog 178541lot 832050 , cps nut co-cr-mo alloy catalog 178512 lot 814620 , cps taper locking cap / oss sc catalog 178710 lot 345760, oss tibial poly bearing 14mm catalog 150411 lot 151860 , oss poly tibial bushing catalog 150476 lot 133300 , oss poly femoral bushings 2pk catalog 150477 lot 356350, oss poly lock pin catalog 150478 lot 633670 , oss axle catalog 150480 lot 124190 , oss reinforced yoke catalog 150493 lot 687990 , oss mod tib baseplate 79mm catalog 150424 lot 100660 , oss segmental stacking adapter catalog 150483 lot 426580 , series a pat std 34 3 peg catalog184766 lot 547480.